Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was constantly alarming and flashes as soon as powered on. No additional information provided. Patient involvement is unknown.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was missing microswitch, leds (light emitting diodes), and had standoffs behind the lcd (liquid crystal display). Water tank cover was cracked. Functional testing performed. The customer's indicated failure of "constant alarming and flashes as soon as [the device was] powered on" was verified by functional testing. The root cause was the missing microswitch. No action was taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.